Event description:
It was reported that the patient experienced a loss of therapeutic effect. Slowness and shakiness started about 2-3 weeks ago. There was some difficulty with finger dexterity as well. The patient had a high power line running through his neighborhood. Stimulation was on. Additional information was requested.

Manufacturer narrative:
(B)(4).